Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. It was indicated that there were two revision occurred. Can you please confirm if a revision was performed on (B)(6) 2014. If yes, kindly supply information below. 1.) Date of revision: answer: (B)(6) 2014. 1.a) what was the reason for revision? The claimant appeared to have recovered well post primary surgery and on (B)(6) 2010. Answer: on (B)(6) 2014 the claimant was recommended revision surgery because of ¿intolerance¿ to the prosthesis. On another note, the discharge report from the revision surgery stated that the reasons that led to the revision surgery were "the pain, functional limitation and the increase in the metal ions levels". There was no mention of metallosis/osteolysis/alval or component loosening noted following the surgery. 1.b) kindly provide the product and lot numbers of depuy products revised. Answer: have not been provided by the claimant. 1.c) what were the adverse symptoms experienced by the patient that led to the revision surgery? Answer: according to the claimant, since the implantation operation, she began to experience pain and functional limitation. On the other hand, she showed moderate but increasing levels of chromium and cobalt. 1.d) was there surgical delay during revision? If yes please provide duration. Answer: no. 1.e) affected side (left or right hip) answer: right hip. C. It was reported that an asrtm xl acetabular hip system and depuy asrtm hip resurfacing system were used. 1. Can you please confirmed when the asrtm xl acetabular hip system was implanted and revised. Please provide dates. Answer: doi: (B)(6) 2009, dor: (B)(6) 2014. 2. Can you please confirmed when the depuy asrtm hip resurfacing system was implanted and revised. Please provide dates. Answer: doi: (B)(6) 2009, dor: (B)(6) 2014. D. Can you please verify if these implant are specific for the patient reported on the complaint. Answer: we cannot confirm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by na ccc that they have received complaint stating "since 2016, annual complaints have been made through its (B)(6), in which the explantation of the hip prosthesis was motivated by the lifting of metal ions in the patient's blood, presenting severe ailments and limitation". It was also indicated that this was an asr implants. Doi: (B)(6) 2009, dor: (B)(6) 2014, unknown affected side.